Event description:
The manufacturer was notified on (B)(6) 2016 that a perceval valve size s (sn (B)(4)) had failed to collapse as the stent could not be captured by the sheath of the holder properly. After several attempts, a new perceval 21/s was collapsed and implanted with no issues.